Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery via femoral access. The severely calcified lesion was 12mm in length with a vessel diameter of 2.5mm. After one treatment on low speed, a type d dissection occurred. The oad was removed, and balloon angioplasty and stent placement were performed. The vessel looked decent following stent deployment. The patient became hypotensive. Dopamine, epinephrine and levophed were administered. An impella heart pump was inserted. The heart pump was then removed. The patient also experienced atrial fibrillation with rapid ventricular response during stent positioning and deployment. Amiodarone was administered but did not convert the arrhythmia. Cardioversion was performed, and the cardioversion was successful in returning the patient to a normal sinus rhythm. The opinion of the physician was that the dissection led to the hypotension and arrythmia. The patient was in critical condition and was admitted to the intensive care unit. The patient remained hemodynamically unstable and experienced worsening bradycardia and pulseless electrical activity. A temporary pacemaker was placed. The patient coded, and sinus rhythm was able to be restored. The patient was transferred back to the intensive care unit and pulseless electrical activity continued intermittently. A do not resuscitate was signed by the patient's family, and hemodynamic support was discontinued. The patient expired on (B)(6) 2020. The causes of death were reported to be bradycardia and pulseless electrical activity.